Event description:
Our rep is reporting that during an arthroscopic shoulder repair, 3 anchors were used for the soft tissue fixation, of the 3 devices used successfully, 2 of them had their inserter tips brake off within the anchors and remain therein captured within the patient's body. The repair was concluded successfully without further incident or harm to the patient. (See also associated MDR 1221934-2007-00329).

Manufacturer narrative:
Although nothing is being returned for a failure analysis, this type of failure has historically been attributed to user technique. From an engineering perspective, damage to the inserter, tip breakage, may have been caused by off-angle or off axis insertion into the bone hole. Off angle/axis insertion is the most likely cause for the inserter distal tip failure, usually the result of bending and/or twisting the anchor during deployment due to anchor/bone hole misalignment. The IFU states not to twist and/ or bend the inserter upon insertion as the anchor, suture and/or inserter tip may be damaged. If, in the future, any pertinent information is received that would conclude too differ from the above hypothesis, a follow up report reflecting the failure analysis conclusions will be filled. At this point in time, no further action is warranted, however, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.